Manufacturer narrative:
The event occurred during the unspecified date of (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution administration set had a disconnection between the drip chamber and the tubing. This was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection was performed using the naked eye which revealed that the tubing was disconnected from the chamber. Further inspection on the tubing reveals that solvent was applied on the tubing and it was inserted till under the chamber, however; it was not fully inserted. The reported condition was verified. The cause of the condition was due to a manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.